Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was no water filling the mr290 autofeed humidification chamber, this was noticed during set up. This was found before patient use.